Event description:
The plaintiff's attorney alleged that the pt experienced a sudden cardiac event, which is alleged to have been caused by the pt's exposure to the prod administered during dialysis treatment.

Manufacturer narrative:
The is one of two device reports related to this event. A f/u report will be submitted upon receipt of any add'l info.